Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of fast atrial rates in the middle of the night. Boston scientific technical services (ts) reviewed histograms, discussed possible interaction between autocapture/pace safe and rate smoothing down. The rate smoothing was lowered and the patient will be checked again in one month. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.